Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the physician had trouble locating recommended inferior/medial for transeptal puncture (tsp). The physician crossed the anterior/superior for tsp but was unable to get coaxial to ostium with tsp. Multiple closure device deployments were performed, but unsuccessful. After many attempts, the physician decided to retry tsp. The physician was unable to reach desired tsp location with the was, so the physician exchanged for a non-boston scientific (bsc) catheter. The physician still used the versacross wire. Tsp was redone at inferior and medial. The was sheath exchange was done; the was and the dilator went up. The versacross wire came out and a 6f pigtail went in. At this point, st segment elevation was noted by anesthesia. The patient's blood pressure dropped but remained stable. The exact blood pressure reading was unknown. The physician decided to continue the procedure and monitor the st segment elevation. The st segment elevation resolved without intervention after several minutes. The physician stated that it had to have been air and continued with procedure; however, no air was ever visualized during the procedure. The procedure was completed successfully. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037970656. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrythmia (st segment elevation) and hypotension (hospitalization). Risk review a risk review was completed and confirmed that the events of arrythmia (st segment elevation) and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the physician had trouble locating recommended inferior/medial for transeptal puncture (tsp). The physician crossed the anterior/superior for tsp but was unable to get coaxial to ostium with tsp. Multiple closure device deployments were performed, but unsuccessful. After many attempts, the physician decided to retry tsp. The physician was unable to reach desired tsp location with the was, so the physician exchanged for a non-boston scientific (bsc) catheter. The physician still used the versacross wire. Tsp was redone at inferior and medial. The was sheath exchange was done; the was and the dilator went up. The versacross wire came out and a 6f pigtail went in. At this point, st segment elevation was noted by anesthesia. The patient's blood pressure dropped but remained stable. The exact blood pressure reading was unknown. The physician decided to continue the procedure and monitor the st segment elevation. The st segment elevation resolved without intervention after several minutes. The physician stated that it had to have been air and continued with procedure; however, no air was ever visualized during the procedure. The procedure was completed successfully. The patient is expected to fully recover.